Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Zip code is not indicated at this time. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 08/16/2016. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported having worsening blinding halos and needing to wear reading glasses following an intraocular lens (iol) implant procedure. The lens was exchanged. There are two medical device reports associated with this event. This report is associated with the right eye.